Event description:
It was reported that during a hernia repair procedure, the ultrasonic scalpel "did not cauterize properly" which caused "excess bleeding." It was reported that the patient lost an estimate of 100cc of blood, however, there was no patient injury reported or medical intervention needed.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) so device testing could not be performed. The device packaging also was not returned so information such as lot number, manufacture date, and expiration date were not available. Coagulation effectiveness is related to various factors including, but not limited to, power level and surgical technique. Sss's instructions for use state: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of number factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." Since the complaint device could not be function tested, a root cause could not be determined. However, historical complaints related to inadequate coagulation were found to be a result of generator settings and/or end user technique. The reported event is not occurring more frequently or with greater severity than is usual for the device.